Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed and noted no issues during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. A retained sample of this lot was evaluated, but nothing was found related to the reported condition. The device was not returned for analysis; therefore, no evaluation could be performed. The leak could not be verified and no cause could be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that there was a leak due to damage in the primary container of an acid concentrate. The damage is located on the handhold of the bottle. This was found during the time the product was received, there was no patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 13 of 17.